Event description:
It was reported that nurse stated they received low flow and air leak alarms. Nurse confirmed there was no kinks in the tubing, the pads are connected, no visible damage. Nurse stated they tried disconnecting and reconnecting the pads. Had nurse stop therapy, empty pads, and disconnect. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 4, system hours were  8250, and pump hours were 7171. Had nurse reconnected pads holding the blue tubing and not the clear plastic clamps. Added to left chest, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage. Added to left leg, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 51 percentage. Added to right chest, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -5.1psi, circulation pump command (cpc) was 65 percentage. Nurse noted a lot of bubbles in one clamp. Had nurse disconnected and reconnected in a different port on fluid delivery line (fdl). Water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 60 percentage. Added to right leg, water flow rate (wfr) was 2.9 l/min, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 72 percentage. Had nurse disabled manual control and resumed therapy. After a few minutes water flow rate (wfr) was 2.7 l/min.

Manufacturer narrative:
The reported issue was unconfirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be air leaks. However, there was insufficient information to confirm this potential root cause. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they received low flow and air leak alarms. Nurse confirmed there was no kinks in the tubing, the pads are connected, no visible damage. Nurse stated they tried disconnecting and reconnecting the pads. Had nurse stop therapy, empty pads, and disconnect. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 4, system hours were  8250, and pump hours were 7171. Had nurse reconnected pads holding the blue tubing and not the clear plastic clamps. Added to left chest, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage. Added to left leg, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 51 percentage. Added to right chest, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -5.1psi, circulation pump command (cpc) was 65 percentage. Nurse noted a lot of bubbles in one clamp. Had nurse disconnected and reconnected in a different port on fluid delivery line (fdl). Water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 60 percentage. Added to right leg, water flow rate (wfr) was 2.9 l/min, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 72 percentage. Had nurse disabled manual control and resumed therapy. After a few minutes water flow rate (wfr) was 2.7 l/min.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.